Event description:
Customer stated "the light comes on but there is no heat." Customer did not claim injury. Product was returned. The investigator observed a burn mark on the inside of the unit by the butterfly. The investigator determined twisting of the wires connecting the cord to the pad caused a break in the cord, which lead to the burn mark. This is a manufactures defect. After further investigation, no additional product was impacted and no additional actions were required.